Event description:
During a follow-up call for a reported patient death, this peritoneal dialysis (pd) patient¿s nurse reported that the patient had been hospitalized for a catastrophic stroke. The patient was in treatment connected to the liberty select cycler on (B)(6) 2023. During the treatment (cycle and phase not provided) the patient experienced a massive stroke. The patient¿s spouse called 911. The patient was transported via medical helicopter to a hospital. The stroke was catastrophic in nature. The patient was awake and able to have non-verbal communication as the stroke left the patient with speech deficits. It is unknown if the stroke subtype was hemorrhagic or ischemic in origin. The patient was subsequently withdrawn from dialysis, placed in hospice, and expired. The pd nurse stated that no issues were observed in the patient¿s treatment records. The liberty select cycler has already been returned to the manufacturer. The patient had been thriving on dialysis prior to the stroke. The patient had a history of obesity and diabetes mellitus.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During a follow-up call for a reported patient death, this peritoneal dialysis (pd) patient¿s nurse reported that the patient had been hospitalized for a catastrophic stroke. The patient was in treatment connected to the liberty select cycler on (B)(6) 2023. During the treatment (cycle and phase not provided) the patient experienced a massive stroke. The patient¿s spouse called 911. The patient was transported via medical helicopter to a hospital. The stroke was catastrophic in nature. The patient was awake and able to have non-verbal communication as the stroke left the patient with speech deficits. It is unknown if the stroke subtype was hemorrhagic or ischemic in origin. The patient was subsequently withdrawn from dialysis, placed in hospice, and expired. The pd nurse stated that no issues were observed in the patient¿s treatment records. The liberty select cycler has already been returned to the manufacturer. The patient had been thriving on dialysis prior to the stroke. The patient had a history of obesity and diabetes mellitus.

Event description:
During a follow-up call for a reported patient death, this peritoneal dialysis (pd) patient¿s nurse reported that the patient had been hospitalized for a catastrophic stroke. The patient was in treatment connected to the liberty select cycler on (B)(6) 2023. During the treatment (cycle and phase not provided) the patient experienced a massive stroke. The patient¿s spouse called 911. The patient was transported via medical helicopter to a hospital. The stroke was catastrophic in nature. The patient was awake and able to have non-verbal communication as the stroke left the patient with speech deficits. It is unknown if the stroke subtype was hemorrhagic or ischemic in origin. The patient was subsequently withdrawn from dialysis, placed in hospice, and expired. The pd nurse stated that no issues were observed in the patient¿s treatment records. The liberty select cycler has already been returned to the manufacturer. The patient had been thriving on dialysis prior to the stroke. The patient had a history of obesity and diabetes mellitus.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of stroke. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s stroke and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was documented as having a history of obesity and diabetes. Chronic kidney disease (ckd) is an independent risk factor for stroke, including both hemorrhagic and ischemic subtypes. Diabetes mellitus is associated with a 3-fold greater age-adjusted risk of stroke and a higher post-stroke mortality. Per the patient¿s pd nurse, there were no noted issues with the dialysis treatment prior to the adverse event. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke.